Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
Additional information was received. Films were received and their evaluation was completed. The films at the one year follow up showed a large proximal type I endoleak; likely due to the acutely angulated proximal aortic neck which appeared short. The limbs are crossed. The endoleak resolved following implant of the aortic cuff. The cause of the endoleak appears anatomy related. Images at implant were not provided; therefore possible disease progression could not be assessed.

Event description:
An endurant bifurcated stent graft was implanted in a patient for the endovascular treatment of a 6.5 cm in diameter fusiform abdominal aortic aneurysm approximately one year ago. Vessel morphology was reported as moderate right iliac tortuosity; severe left iliac tortuosity; 10% circumferential aortic mural thrombus/calcification at the proximal neck; 60 degrees infrarenal aortic neck angulation; 21-24mm aortic neck diameter at the renal arteries; 28mm aortic neck length. It was reported that at the patient's one year follow up CT scan a type ia endoleak was noted. The following month, a 28 endurant extension cuff was successfully placed and resolved the endoleak. The physician assessed that there was a relationship to the device; however, the event was not related to the index procedure. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, method: (films) evaluation codes, results: patient's condition affected effectiveness of device (short and angulated aortic neck). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (short and angulated aortic neck).